Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas shortly after starting therapy and making a meal announcement; the caregiver sought confirmation that the system suspends insulin when glucose trends downward, and data were synced via the mobile app to review performance. Symptoms included low blood glucose with a nadir of 53 mg/dl and were present for approximately 30 minutes. Outcomes included no professional medical intervention, no use of backup therapy, and recovery to 92 mg/dl with an upward trend. Investigation included device data review facilitated by syncing through the mobile application and user education on meal announcements and expected adaptive insulin dosing. Investigation of this case revealed that the device was functioning as designed with insulin suspension during downward glucose trends, and the hypoglycemia was categorized as cause unclear after a meal announcement early in the learning period. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.